Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to perform a system check and no issues were identified. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer replaced pump supplies as necessary and continued with insulin therapy.